Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found to be bypassing urine. The nurse removed 10mls of water from the balloon and reinserted the new catheter with no problems. The catheter was found in the patients bed 4 hours later with a burst balloon.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. Sample was evaluated and no pinch or blockage was observed. Able to introduce water through drainage lumen for all returned samples. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the catheter was found to be bypassing urine. The nurse removed 10mls of water from the balloon and reinserted the new catheter with no problems. The catheter was found in the patients bed 4 hours later with a burst balloon.